Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the proximal pressure sensor autozero failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The hospital biomedical engineer (bme) confirmed that the error code occurred. The customer requested onsite service. A philips authorized service provider (asp) went onsite and replaced the data acquisition (da) printed circuit board assembly (pcba) as well as solenoids 3 and 4 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The removed solenoids and data acquisition (da) printed circuit board assembly (pcba) were returned to the product investigation lab (pil) for failure analysis. Pil found that the solenoid valves triggered the alarm for check vent: machine pressure sensor auto zero failed during the standard test bed (stb) operation. Pil determined that the da pcba was not faulty via testing of the pressure accuracy and confirmation that the average machine and proximal pressure were within the expected range at 0 cmh2o.